Manufacturer narrative:
Evaluation results: one cadd- prizim was returned for investigation in good condition. The investigator observed that the pump failed to power on. Further investigation of the pump determined that there was a faulty piezo. This was the root of the reported product problem. The piezo was replaced as a result.

Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited no sound. No adverse patient effects were reported.